Event description:
During the surgical procedure the doctor reported the visual accuracy of the instatrak system to be off approximately 3-5mm in the frontal sinus area of the anatomy. There was no reported pt intervention required.